Event description:
Additional information indicates patient experienced ineffective therapy due to high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to enter their device into MRI mode due to high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced. It is unknown which lead was at fault.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000128372.